Event description:
The customer reported the ventilator has an o2 failure message. The unit was in use on a patient, but no patient harm reported. The manufacturer service technician could not duplicate the customer reported problem. Upon review of the device diagnostic log it was noted an occurence of an oxygen not available alarm indicating oxygen support has been discontinued. Loss of the oxygen source can be detrimental to a patient. The manufacturer service technician performed performance verification testing and the unit passed. No part was replaced.